Event description:
It was reported that there was no autopsy done and the primary cause of death is likely loss of blood; although, it is unknown how much blood was lost.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death), patient's condition affected effectiveness of device (pre-existing patient condition, rupture), unapproved use of device (pre-operative rupture). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (pre-existing patient condition, rupture), user error contributed to event (pre-operative rupture).

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. The access vessels were not tortuous. Both renal arteries were stenosed and the physicians had decided to sacrifice both renal arteries and do a chimney for the sma. It took at least an hour to gain access to the sma. After which, an atrium v12 covered stent 8x59 was placed in the sma. An enuf3214c105ee was advanced via the right groin and was placed in line with the v12. Enuf3214c105ee was opened, with the v12 (balloon-expandable covered stent) opened in the sma. It was overlapped with enlw1616c80ee with a 3cm overlap and enlw1620c120ee with a 4cm overlap. A balloon from another manufacturer was used to model proximal / distal end of the stents and all the overlaps. An occluder was placed in the left common iliac preserving the flow of the left internal iliac. A final run was done and there was an endoleak; the physician used another manufacturer's balloon to model the stent graft again. There was still an endoleak but the physician believes that it is a type 4 endoleak and decided to leave it alone. It should stop after the heparin wears off. After which, the physician did a fem-fem bypass. Following the procedure, the patient passed away. The primary cause of death is unknown.